Event description:
It was reported that patient slipped in or near pool per doctor. Post op rev knee.

Manufacturer narrative:
Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a revision surgery involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: no material or manufacturing defects were identified. Medical records received and evaluation: insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: not performed as the reason for revision is unknown. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient slipped in or near pool per doctor. Post op rev knee.